Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have lost insulin pump and was experiencing high blood glucose. Customer's blood glucose was 428 mg/dl. Customer had symptoms of being shaky and not able to think very well. Customer reported that spouse was on his way to assist her.